Event description:
It was reported the implantable neurostumulator flipped and required explant. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2008-(B)(6), product type lead product ID 3777-60, serial# (B)(4), implanted: 2008-(B)(6), product type lead product ID 37752, serial# (B)(4), explanted: product type recharger product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, (B)(4).